Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed. T:slim user guide indicates, the cartridge is contraindicated for use with products other than humalog and novalog.

Event description:
It was reported that the customer has had consistently low blood glucose levels (65 mg/dl) between 5 and 8 pm every day. Customer is currently using u-500 insulin. Customer consumed food to stabilize his blood glucose level.